Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. During a technical onsite visit, the field service engineer (fse) performed an energy adjustment, checked alignment and bed. System meets specifications as per service installation record (sir). No parts were replaced. The root cause could not be determined conclusively. No technical root cause identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported constantly changing energy. No additional information is available.